Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began in the morning on (B)(6) 2011. The patient manages her diabetes with insulin (administered via insulin pump); however, in response to the alleged issue, the patient's mother indicated the patient consumed less food/drink later in the afternoon (on (B)(6)). As a result of the alleged issue, the patient's mother claimed the patient's blood glucose elevated the following day; results and symptoms not specified. According to the csr's documentation, during a doctor's office visit on (B)(6) 2011 at 8am, the patient tested with the doctor/clinic's meter (result not known) and at the same time the patient was administered an unspecified dose of insulin by the health care professional (hcp). During troubleshooting, the csr noted that the subject meter's batteries do not need to be replaced per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient's mother claims the patient was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for hyperglycemia after the alleged issue began.

Manufacturer narrative:
(B)(6) 2011 the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective crystal. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k073231.